Event description:
A hospital in (B)(6) reported via our distributor that an rt240 adult dual heated breathing circuit had a hole in the expiratory limb. The hospital further reported that this was noticed after a day of use on a patient. The hospital has confirmed that there was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint rt240 adult dual heated evaqua breathing circuit is currently en route to fisher & paykel healthcare, (B)(4), for evaluation. We will provide a follow up report upon completion of our investigation.